Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient's right ventricular (rv) lead was suspected, by the physician, to be dislodged due to a decrease in r-waves and an increase in thresholds. An rv lead revision was then scheduled to reposition the lead. However, during the procedure, the lead could not successfully be repositioned as it had become healed into the heart, so it was surgically abandoned and replaced. When the new rv lead was connected to the existing pacemaker, oversensed noise was observed on the electrogram (egm). The new lead was removed and re-inserted, but as the noise persisted, the physician elected to also change out the pacemaker. It was suspected by the physician that one of the rings in the device was unable to properly connect with the new rv lead. No noise was observed on the new rv lead and new device. No additional adverse patient effects were reported.